Manufacturer narrative:
(B)(4).

Event description:
The customer experienced a reoccurring issue with erroneous elecsys troponin t stat assay results since (B)(6) 2016. The laboratory policy is to test all samples on the cobas e 411 immunoassay analyzer in duplicate. Data was provided for two patient samples. Patient 1 initial result was 1.15 ng/ml and the repeat result was <0.01 ng/ml with a data flag. The same sample was retested on the cobas 6000 e 601 module and the result was 1.04 ng/ml. This result was believed to be correct and reported outside the laboratory. Patient 2 initial result on (B)(6) 2016 was 0.04 ng/ml and the repeat results were <0.01 ng/ml with a data flag, 0.04 ng/ml, and <0.01 ng/ml with a data flag. The repeat result on the cobas 6000 e 601 module was 0.02 ng/ml. This result was believed to be correct and reported outside the laboratory. The erroneous results were not reported outside the laboratory. The patients were not adversely affected. The reagent lot number was requested but was not provided. The expiration date was provided as 06/30/2017. The field service representative found there was a faulty pinch valve. He replaced the pinch valves, pinch tubing, and measuring cell. He ran performance testing which all passed. The customer performed calibration and qc.